Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days for receipt.

Event description:
During a percutaneous transluminal angioplasty and stenting of the femoral artery (right or left: unknown), this balloon ruptured at 5-6 atmospheres. The patient was a male patient. The target vessel was described as severely calcified, mildly tortuous, with a 99% stenosis. There is no information as to where the physician made access to the patient. The physician had placed a smart control stent at the lesion, without difficulty. After properly prepping and inspecting this balloon, the physician inserted the balloon to post-dilate the stent. Upon inflation of the balloon with an indeflator, the balloon ruptured at approximately 6 atmospheres. The physician carefully removed the balloon from the patient's body, without injury. There is no information as to how the procedure was completed.